Event description:
Healthcare professional reported left side rupture with complex extracapsular fluid collection. Device has been explanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). H6.health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.